Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the keypad cover was found to be fully intact with no damage or peeling observed. During testing, all of the buttons on the keypad responded appropriately. The keypad was removed and no evidence of contamination was found under all the button contacts. The pump case was removed and no further moisture was observed internally. The battery compartment was also cracked and had moisture present. The battery compartment had a leak. Unrelated to the original complaint, the display was dim, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.